Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located to high in the aortic arch, or enters the subclavian artery.

Event description:
Red flecks were noted in the tubing and the iab was removed. No second was inserted. The following was rpt'd on 9/18/97: the balloon was inserted into the pt at another facility. There was no helium leak or iabp catheter alarms from the pump. Event complications: none from the event - rpt'd 8/14/97, 9/18/97. Pt current status: expired on 8/16/97.